Event description:
The customer reported a falsely elevated magnesium (mg) result for a patient when running on the architect c4000 processing module. The following results were provided (reference range: 1.6-2.6 mg/dl). On (B)(6) 2022 sample ID (B)(6): initial mg result: 6.43 mg/dl, repeat results: 1.94, 1.94, 1.94, 1.97, 1.97, 1.97 mg/dl. Update: an additional patient sample was received on (B)(6) 2022: on (B)(6) 2022 sid (B)(6): initial mg result: 6.61 mg/dl, repeat result: 1.94 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: (B)(6) (2 patients) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed dirty cuvettes, water bath, and water bath filter. The fsr resolved the issue by cleaning the cuvettes, water bath, wash cups, and replacing the water bath filter on the architect c4000 processing module (serial number (B)(6)). No additional discrepant result issues have been reported since the service activity was completed. Part number 7-10006378-01 filter, water bath (rohs) was determined to be the likely cause of the issue. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending was reviewed and did not identify any related trends. The device history records were reviewed and did not identify any non-conformances or deviations identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.